Event description:
It was reported that non-sustained lead noise due to post-paced t wave oversensing was observed via remote transmission on the ventricular channel. Programming changes were made but oversensing was still present. Further programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.